Event description:
The manufacturer received information alleging an improper delivery of oxygen occurring on the device. There was no harm or injury reported. A philips field service engineer (fse) was dispatched to the customer site for this issue. The philips fse evaluated and determined the software was causing the issue to occur on the device. The philips fse updated the software on the device to resolve this issue. The device was operational.